Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting as well as difficultly with speech and movement. The patient reports being unable to apply a new pod. Once at the hospital the patient was diagnosed with as having a heart attack and stroke as well as high blood glucose levels. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 6 days.